Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales representative called technical services and stated that during a procedure, the physician was not getting consistent/intermittent responses from the trivantage emg tube. There was no impact on patient outcome.